Event description:
On 13-may-2026, a sales representative reported via phone ar-1927psf-475 peek suture anchor unwound while being inserted and split along the threads creating a seam. Noticed during case, the anchor was removed and all pieces retrieved. A new anchor was inserted with no patient affect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.